Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a perforation of the left atrium, hypotension, and pericardial effusion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was guided under fluoroscopy, intracardiac echocardiography (ice), and 3d mapping. After ablation of the left superior pulmonary vein (lspv) the left inferior pulmonary vein (lipv) was not able to be found at that moment, so the catheter was moved to the right-sided pulmonary veins. After the right-sided veins were isolated, another attempt was made to find the lipv. At one point the guidewire appeared to be in a vein. The catheter was moved while deployed to the basket shape and it was noticed that only a ventricular signal was present. Some ablations were made around the left pulmonary veins with the catheter deployed to the flower shape to complete the procedure. After exiting the left atrium, a drop in patient blood pressure was noticed. A pericardial effusion was confirmed on echocardiography. The bleeding never fully stabilized, so the patient was sent to the operating room (or) for surgery. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.